Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds of 6.5 - 7.5 v and low impedance of 180 ohms. The device was programmed to ddd mode. The lead remained implanted.